Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers tot he pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the pt can no longer locate the ipg with the charger. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. The pt plans to meet with a doctor. No further information is available at this time.